Event description:
A "sensor error" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer experienced hypoglycemia and a loss of consciousness; however, after regaining consciousness the customer was able to self-treat with food. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor applicator and cap, no issues or physical damage was observed. Visual inspection was performed on the returned sensor tail, no blood watermark was observed on the tail indicating an insertion failure. Data was successfully extracted from the returned sensor using approved software and sensor was observed to be in sensor state 1 in event log 5 indicating that the user attempted to activate the sensor, however, due to the tail not being properly inserted, the sensor was unable to be activated. Visual inspection was performed on the returned sensor tail, no blood watermark was observed on the tail indicating an insertion failure. Therefore, this issue is not confirmed due to tail not properly inserted. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned applicator and cap and no issues were observed. Sensor cap was retained inside applicator cap. Applicator was fired correctly. Visual inspection performed on the returned sensor patch and no issue was observed. Extracted data from returned sensor using approved software. Sensor was found to be in state 1 (storage state) and insertion failures were observed in the event log. Sensor state 1 with event log 5 is an indication that the user attempted to activate the sensor, however, due to the tail not being properly inserted, the sensor was unable to be activated. This is an intended part of the sensor's system as the sensor will reset itself back to state 1 if it does not recognize a valid insertion. Therefore, issue is not confirmed to tail not properly inserted. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs (device history review) showed the libre sensor and libre sensor kits passed all tests prior to release. This serves as a correction report. Section h11(additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "sensor error" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer experienced hypoglycemia and a loss of consciousness; however, after regaining consciousness the customer was able to self-treat with food. There was no report of death or permanent impairment associated with this event.